Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 288 mg/dl. The customer is treating with mdi. The customer was advised to that the insulin pump will need to be replaced . The patient was advised to revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to test for a21 alarm due to no button response. Unit had minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end capsticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.